Event description:
Reporter noted corneal burn occurred during procedure. Indicated sleeve shifted and moved down, covering the irrigation port. Stopped phaco and readjusted the sleeve, completed case as planned. Used two sutures to close wound (as usual) and pt reportedly recovering well.